Event description:
A 6060 had a delay of 0, time 12 hours, vtbi 1750 ml, upramp 1 hour, downramp 1 hour, with 100 cc of overfill. The patient reported that the tpn bag ran dry at the beginning of the downramp. There was no injury or medical intervention required.